Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in the emergency room after receiving multiple shocks from the device. Device interrogation didn't show any vt/vf episodes and high voltage (hv) therapy. Battery performance alert (bpa) was noted. Device replacement due to unknown device behavior and premature battery depletion was recommended. No intervention was reported.

Event description:
New information received notes that the patient reported being shocked; however, they did not receive a shock. It is believed that the patient misinterpreted the vibratory alert as a shock.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the device gave a pba detected on (B)(6) 2019. The device was explanted and replaced with a competitor on (B)(6) 2019. The patient was stable throughout the event.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.